Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's high blood glucose value was over 501 mg/dl. Customer also stated that the blood glucose was able to deliver correction bolus. Customer declined troubleshooting. The device was not returned for analysis.